Event description:
On (B)(6) 2013, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter was giving incorrect averages. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2013 and obtained the following information. The reporter claimed the alleged issue began approximately 3 weeks prior to contacting lfs for assistance. He claimed the patient was getting unusually high blood glucose values in the "300's-390 mg/dl" range as compared to her usual readings/feelings. He stated her usual blood glucose values are in the "100 mg/dl" range therefore her weekly/monthly averages were high which led to incorrect treatment. The patient reportedly is testing 8x per day and manages her diabetes with novolin n and novolin r insulin and self adjusts according to her meter readings/averages. The patient reportedly increased her insulin r based on the alleged high results/averages obtained on the subject device and as a result approximately one week later, she developed symptoms of "sweating, shakes and slurring" on an unspecified date/time. The reporter stated the patient self treated with glucose tablets in addition to orange juice and felt better within 15-20 minutes. No other device was used for testing. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. It is unknown if a control solution test was performed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.